Manufacturer narrative:
One opened slit knife with foam protector in a blister was received for the report of the knife was blunt. The returned sample was visually inspected and was found non-conforming with a damaged cutting edge. Penetration testing could not be performed due to the damage of the sample. The product was processed and released according to the product¿s acceptance criteria. The photo provided by customer was reviewed by the manufacturing site. The photo is of a knife with a tip protector in a blister, a pak label, tweezers and a note the reported product and lot information is confirmed. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The damage seen on the returned complaint sample could have contributed to the customers reported issue of dull blade. The exact root cause for the damaged knife sample is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged cutting edge exhibited on the returned opened sample, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample has been available that is not yet reached to manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic knife was blunt during a intraocular implantation surgery. There was patient contact but no patient harm. Additional informaton has been requested.